Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd board. Unable to test the low reservoir alarm due to no button response. Connected keypad flex connector to lcd board, the insulin pump responded properly to button presses and the time advanced. No frozen screen noted. The insulin pump had a scratched display window and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a frozen display. The customer's blood glucose reading was 8.1mmol/l. Troubleshooting was performed, and the buttons were unresponsive. Advised the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued and the time clock was not advancing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.